Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had some inhibition due to little underlying rhythm with evidence of oversensing and an increased sensing integrity count (sic) on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.